Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lung resection procedure, the device locked on the tissue after the device was fired. The jaws remained closed and clamped on tissue. The procedure was converted to open surgery to force the jaws open. The surgical time was extended because of this. The patient has recovered and is out of hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lung resection procedure, the device locked on the tissue after the device was fired. The jaws remained closed and clamped on tissue. The procedure was converted to open surgery to force the jaws open. The surgical time was extended because of this.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Visual inspection noted the jaws of the loading unit were clamped, the knife bar was advanced, the anvil was bowed, and the right tissue stop was peeled back. There was damage to the staple cartridge. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, an assembly error was identified during product analysis. The root cause of the observed condition was determined to be a result of a manufacturing activity. The product analysis established a relationship between a device failure and the reported incident of instrument locked on tissue. A process improvement has been initiated to prevent this condition from recurring. If information is provided in the future, a supplemental report will be issued.